Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose level was 2.1 mmol/l at the time of the incident and was treated with carbohydrates as they ate a hot cross bun. The customer¿s other blood glucose were 2.1 mmol/l, 2.6 mmol/l and 5.2 mmol/l. The customer was trying to connect their new reservoir to the insulin pump. They filled it up and everything but the insulin pump was displaying calibration-required message. The customer had just started on the insulin pump last week. The customer stated that it was not showing that the insulin was going in their body but the customer had it all connected. The customer turned the sensor feature off for now, as it was not the best time to calibrate. The customer stated that they had calibrated earlier and it did not take it. The reservoirs still have some insulin in them. The customer was assisted with turning the sensor feature off and with calibrating. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.